Event description:
The customer reported to customer service that her transformer housing broke and shocked her.

Manufacturer narrative:
A replacement transformer was sent to the customer. In follow up with the customer she stated she was no injured by this issue. The customer also stated that she has no returned the product yet. The product involved in the complain was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4). Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.